Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.

Event description:
It was reported that the pins are sticking in the device. It is unknown if there was any patient involvement, but there were no allegations of adverse consequences associated with this event. No further information is available from the account.